Manufacturer narrative:
It was not possible to match this event with any previously reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ahmed, s.u., kindrachuk, m., waterhouse, k., viatli, a. Single-centre follow up of tyrx antibiotic envelope for neuromodulation unit implantation. (B)(6). 2016. Summary: we present our experience with the tyrx absorbable antibiotic envelope. Reported events: 1 female patient with an intrathecal pump experienced an infection. It was noted that the patient was immunocompromised and had suffered multiple device-related infections, with multiple revisions of her intrathecal pump. Subsequent revision of the pump with an antibiotic envelope had proven successful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a device manufacturer representative indicated patient information was not able to be released. It was noted none of the infections or revisions mentioned were due to device malfunction. It was noted the revisions were for routine battery replacements.